Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis the breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The same day as event onset, the patient was hospitalized and treated with unspecified antibiotics. At the time of this report, the patient had not recovered. It was reported that the patient was retrained in proper aseptic techniques. Pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 73 hours, intraperitoneal, discontinued after 4 days), ceftazidime injection (1gm, once daily, intraperitoneal, discontinued after 4 days) and meropenem injection (1gm, once daily, intraperitoneal, discontinued after 4 days) for peritonitis. Four days after the event onset, the patient recovered from the events and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.